Event description:
It was reported that this patient presented to the clinic stating his heart rate increased to 140bpm for 2 hours while he was just sitting in a chair reading a book. The onsite boston scientific representative noted the blended sensor settings were aggressive and the device was being re-optimized. A boston scientific technical services consultant discussed that likely with the very aggressive minute ventilation (mv) settings, the patient's breathing pattern may have changed increasing the sitting intrinsic rate. The consultant stated that external interference was not likely as when the sensor detects noise it will become temporarily suspended. The patient performed some exercise to increase his heart rate and it was determined that mv response factor (rf) of 14 showed a good and appropriate response with activity and recovery. The device was programmed to those settings. No adverse patient effects were reported.

Manufacturer narrative:
Investigation determined that the minute ventilation (mv) sensor in the accolade device family has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected. As a result, a software update was released in 2013 that reduced the minimum mv response factor settings and re-distributed the remaining mv response factors to provide a consistent change in sensor rate across the range of mv response factors. This corrective action is expected to reduce, but not eliminate the occurrence of this behavior.